Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that high impedance was observed. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the 302-20, sn (B)(4) passed all functional tests prior to distribution. X-rays indicated a definite lead break in the lateral view. X-rays were sent to the manufacturer for review. The generator is visualized in a normal placement, in the left upper chest. The filter feed-through wires appeared to be intact. The lead connector pin seemed to be fully inserted into the generator connector. The lead wires at the connector pin appear to be intact. Part of the lead body is behind the generator and could not be assessed. The electrodes appeared to be placed in a normal arrangement. A strain-relief bend is visible, but it was not held with a tie-down. No strain-relief loop was used for the implant of the lead. A tie-down is visible holding the upper lead body. A lead beak is visible on the lateral view, at the point between the upper third of the lead body. No acute angles were found. No other information was provided.